Event description:
It was reported that an unspecified quantity [at least ten (10)] of minicaps had inadequate iodine; further described as, "the sponges were dry". This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.